Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley to be related to the customer reported complaint. The instrument passed the electrical continuity and energy delivery tests. The root cause of this failure is attributed to mishandling / misuse. Additional observation not reported by site that is not related to the customer reported complaint was also identified. The instrument was found to have damage to the conductor wires insulation at the distal end. The conductor wire was exposed as a result. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not reveal any additional complaints involving this product or related to this event. A review of the instrument log for the maryland bipolar forceps instrument pn 420172-17, lot# n10210222 255 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4) for approximately 1:52:15 the alleged event occurred on the 7th use of the instrument. This complaint is being reported due to the following conclusion: the instrument had conductor wire insulation stripped or damaged without a full breakage at the distal end with a passed electrical continuity test with no evidence of user mishandling or misuse as a cause of the damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date (2020 reports) is not applicable because the product is not implantable. The information for blank fields in initial reporter name and address is not available. Fields PMA/510k (2020 reports), adverse event, recall (if recall number is given) (2020 reports), and correction/removal number (2020 reports) are not applicable.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure completed with no reported injury, thermal damage was identified at the wire on the wrist of the maryland bipolar forceps instrument. Reportedly, the instrument worked normally during the procedure. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information. The customer stated that no intraoperative collision occurred and no insulation damage to the conductor wire was identified. No photographic images or procedure video of the device are available.